Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the single port (sp) needle driver instrument was not following the movement of the masters. The procedure was completed with no reported injury.